Event description:
Customer administered 14 units of humalog based upon a performa system result of 31.9 mmol/l. Customer did not feel that her blood sugars were elevated. Same system retest result within 10 minutes was 11.3 mmol/l. Customer self-treated with carbohydrates. No adverse event reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.